Event description:
The physician was attempting to dilate a severely calcified lesion in the rca with 80-85% stenosis using 1 sprinter legend balloon but the balloon burst at 15 atms. Doctor changed another balloon to complete the surgery. No patient effect was reported. Evaluation summary: the distal tip was damaged indicating that it may have been stubbed during advancement. The distal inner and outer shafts were severely bunched immediately proximal to the balloon bond. There was bunching visible at further locations along the distal shaft. There was blood and contrast present in the inflation lumen and balloon indicating the presence of a leak. The balloon was visually inspected; however, due to the residue present the leak site was not detected. The device placed in a waterbath to disperse the residue from the lumen and balloon. On removal from the waterbath negative purge was performed on the device; however, it was not possible to withdraw the residue from the balloon possibly due to the bunching of the distal shaft. The distal shaft cut distal to the guidewire entry port and the distal balloon cone. The inner lumen was removed and the inflation lumen and balloon were flushed to remove the residue. Visual inspection was completed on the inner lumen, no leak site was found. The inflation lumen and balloon were visually inspected, no leak site was found. The distal cone of the balloon was clamped with a hemostat and the balloon was inflated, no leak was detected.

Manufacturer narrative:
Results: root cause of the event could not be determined - alleged failure could not be duplicated. Deformation problem. Device evaluated and alleged failure could not be duplicated - cause of event unknown. (B)(4).